Manufacturer narrative:
Other applicable components are: product ID 37743 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The patient reported that she saw a low patient programmer (pp) message. The patient reported that the batteries didn¿t come out easily and she didn¿t have fingernails to pull them out. The patient successfully changed the batteries and reported seeing the full pp battery. The patient reported that when the ins battery depleted, it gave her a ¿message like ¿zzzz¿ right before it goes out.¿ the patient reported that she tells the difference and hurried up to recharge. The patient reported that when she put the charger on it, it showed a blank battery, so she charged it up. The patient reported that it began occurring and happened a lot more often. It was noted that the patient didn¿t turn the implant off. Additional information was received from the patient on (B)(6) 2017. The patient reported that she was having problems with the battery staying charged and stated they gave her a replacement recharger box. The patient reported that the battery would stay charged for a couple of days then she didn¿t have a charge anymore and had to recharge herself. It was noted that this was in the last 6-9 months. The patient reported that she had an appointment with her healthcare provider (hcp) on (B)(6) 2017. No further complications were reported.